Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure performed on (B)(6), 2010. According to the complainant, post procedure, on the same day device was deployed; nutritional supplement got stuck near the valve of the button. The procedure was completed with a different device, (manufacturer unknown.) There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received (B)(6), 2010: the nutritional supplement could not advance at the back-flow prevention valve (inside the button body) when nutritional supplement was inject into the button.

Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure performed on (B)(6), 2010. According to the complainant, post procedure, on the same day device was deployed; nutritional supplement got stuck near the valve of the button. The procedure was completed with a different device, (manufacturer unknown.) There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the button revealed the shaft of the button body was completely occluded with residue from enteral feeding. The c-clamp and feeding port were open, the medicine port was in closed position. The right angle feeding adapter was inserted into the button body. A functional evaluation of the device was performed by flushing with water using a 60 cc bolus syringe. After residue was dislodged, water flushed through button without issue. The condition of the returned unit was consistent with the complaint incident that the device was blocked/ occluded. The directions for use provided with the patient care kit lists button blockage as a potential problem with possible cause of inadequate flushing of button. The button was clogged with residue due to inadequate flushing during use. Therefore, the most probable root cause is anticipated procedural complication.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4): the device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)